Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. At this time it is undetermined as to why the patient had a glenosphere disassociation. Based on the information provided, the most likely cause(s) of this event is as stated in the event that the surgeon felt that he may not have used the racetrack reamer properly which may have lead to the glenosphere malfunction. The surgeon also stated that he should have pushed harder to remove bone around the baseplate. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the glenosphere came-off the baseplate (disassociated) and had to be revised on (B)(6) 2015. The surgeon stated that he may not have used the racetrack reamer properly which may have lead to the glenosphere malfunction. The surgeon stated that he should have pushed harder to remove bone around the baseplate. Follow-up investigation: the procedure was a right shoulder arthroscopy glenosphere revision. Original procedure was on (B)(6) 2015. A new glenosphere and poly were replaced during the revision. Device was discarded by facility.